Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump shutting off unexpectedly and downstream occlusion errors were not observed. A review of event history log revealed evidence of reported problems however, these alarms are intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Release testing will be performed to ensure device is working as intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had shut off unexpectedly during infusion. The user turned the pump off, and the pump displayed repeated downstream occlusion errors during delivery in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.